Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The metal cap adhesion location exhibits burnt glue. The glass cap exhibits char and devitrification. Both caps remain intact and attached. The glue heated to a point of burning causing the glass cap/fiber to become loose in the metal cap, the fiber has pushed forward in the metal cap. The fiber condition may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that during the procedure, the laser kept going into standby mode, displaying message to "clean fiber," after doctor cleaned several times at 29,304 joules. A second fiber was used to complete the case. "No injury to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The metal cap adhesion location exhibits burnt glue. The glass cap exhibits char and devitrification. Both caps remain intact and attached. The glue heated to a point of burning causing the glass cap/fiber to become loose in the metal cap, the fiber has pushed forward in the metal cap. The fiber condition may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.